Manufacturer narrative:
(B)(4). The substance in the tubing was identified as drug precipitate composed of 5-fu (fluorouracil) and dextrose (via itr spectrophotometer scanning). This will not affect the functionality of the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between august 27, 2012 and august 28, 2012. Baxter received one unit for evaluation. Visual inspection of the unit noted a light yellow residue approximately 1.2 mm in size located inside the tubing. The residue was identified via itr spectrophotometer scanning as fluorouracil and dextrose. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the tubing of a large volume infusor. There was no patient involvement. Additional information was requested and is not available.